Manufacturer narrative:
(B)(4). Physio-control evaluated the device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio downloaded the electronic patient records from the event for review; however no anomalies were observed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device turned off by itself. The customer advised that the device had fully charged batteries installed, but that one of the medics thought that it was a possibility that one of the batteries was loose. There were no adverse effects to the patient, an 84 year-old male, as a result of the reported issue.